Manufacturer narrative:
This complaint will be updated once investigation is complete. Trends will be evaluated.

Event description:
Allegedly, during the inlay impaction, the thread of the trial impactor has broken.